Manufacturer narrative:
Result of investigation: vyaire medical was not able to confirmed the reported issue. The uut (unit under test) tested and found to function normally. As a resolution fa lab recommended to replaced material as required, rework to current configuration,re-calibrate and retest per specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The suspect device was returned and evaluation is anticipated, but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported to vyaire medical that the lap top ventilator 2150 power cord is connected to the outlet, but the monitor display is off except for the external power supply while on a patient. The customer confirmed that there is no patient harm associated with this reported event.